Event description:
It was reported to philips that the device's c-arm was stuck during a rotational movement. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The embolized cerebral aneurysm procedure was finished normally without any delay. The remote service engineer (rse checked the logfile and found bodyguard override errors. A philips field service engineer (fse) visited the site and confirmed that the c-arm was moving slowly due to a tube bodyguard override error. The fse replaced the tube bodyguard cover and sensor. After the replacement of the tube bodyguard and sensor the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, if during motorized movements the bodyguard detection system does not function properly, an audible tone (beeping sound) is produced and the message ¿warning: bodyguard dirty, move at own risk¿, or, ¿warning: bodyguard very dirty, clean sensor¿ is displayed on the examination monitor. For safety reasons the system will automatically switch to a reduced speed mode. Be aware that in this mode collisions can occur. Based on re-evaluation, this case is not reportable." The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The embolized cerebral aneurysm procedure was finished normally without any delay. The remote service engineer (rse checked the logfile and found bodyguard override errors. A philips field service engineer (fse) visited the site and confirmed that the c-arm was moving slowly due to a tube bodyguard override error. The fse replaced the tube bodyguard cover and sensor. After the replacement of the tube bodyguard and sensor the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, if during motorized movements the bodyguard detection system does not function properly, an audible tone (beeping sound) is produced and the message ¿warning: bodyguard dirty, move at own risk¿, or, ¿warning: bodyguard very dirty, clean sensor¿ is displayed on the examination monitor. For safety reasons the system will automatically switch to a reduced speed mode. Be aware that in this mode collisions can occur. Based on re-evaluation, this case is not reportable." The codes were updated based on the investigation outcome. Health impact code was corrected. The 510k, catalog item identifier, common device name, FDA product code, manufacture date, reporting address line 1 and the reporting address city have been updated.